Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted and stretched and had blood/body fluid on all conductors (not obstructed). There was blood/body fluid on the distal conductor (not obstructed) and all conductors were melted. The outer insulation was melted, had cosmetic environmental stress cracking, and had cosmetic cut. There was apparent explant damage and the lead was stretched.

Event description:
It was reported the left ventricular (lv) lead had high output and was dislodged. The lv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.